Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg test system (hcgstat) on a cobas e 411 immunoassay analyzer (e411). The sample initially resulted as 4.47 miu/ml and this value was reported outside of the laboratory. The doctor questioned the result, so the sample was repeated, resulting as 5269 miu/ml. The patient had a result of approximately 7000 miu/ml on the previous night. The patient was not adversely affected. The hcgstat reagent lot number was 24867502, with an expiration date of 30-sep-2018. The field service engineer determined that the sampling position was misadjusted. Sampling was occurring inside the tube, just missing the side of 13 mm diameter tubes. He performed troubleshooting and ran performance testing. The customer stated that they have had no further issues with patient samples since these service actions.

Manufacturer narrative:
The analyzer was working within specifications after the performed service actions.